Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.00 x 28 mm xience alpine stent delivery system (sds) was selected for the procedure. While removing the mandrel/sheath the stent implant dislodged and came off of the balloon. The sds was replaced with a new 4.00 x 28 mm xience alpine sds to successfully complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure reported. No additional information was provided.